Event description:
It was reported that the device was used during a gastric bypass. It was reported by the rep that the stapler would only partially fire. A new stapler was opened to complete the case. There was no consequence to the pt.